Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was failed. A field service engineer identified that main drawer 5 was triple-clicking during recovery attempts and resolved the issue by replacing the slide rails on the full-height drawer 5, after which the customer successfully recovered the drawer without further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 storage space failed. User restarted the machine and tried to recover but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.